Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair. (An advising doctor judged it was "suitable", but access route was narrow. -commented by sales rep) the procedure was conducted as labeled. After inserting the device into the pt body, blood leaked from captor valve. Though the leakage was not so severe when the device was inserted, significant leakage was confirmed after withdrawing a grey positioner. The physician took actions to stop the leakage such as placing his/her hand onto the leaking point and also inserting 8fr sheath, but it did not stop. The 16fr short sheath was replaced. (Blood loss from the sheath: approx 500-600ml/total blood loss 1100-1200ml). Transfusion was conducted. There has been no pt outcome reported.

Manufacturer narrative:
(B)(4) blood loss. (B)(4) valve leaks. Event eval: still under investigation.